Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and bladder perforation ('perforation (other) please describe and state the location of the perforation: bladder/migration of essure device location of device: bladder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus and dysfunctional uterine bleeding. Concurrent conditions included anemia, lupus anticoagulant, hypertension, kidney disorder and transfusion. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type:metallic taste in mouth"), anxiety ("psychological or psychiatric problems condition:anxiety"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/pelvic pain"), abdominal distension ("bloating / gastrointestinal or digestive system condition type: bloating"), headache ("migraines / headaches: headaches"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy: hypersensitivity"), bladder disorder ("bladder problems") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2015- total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, bladder perforation, mood swings, vaginal haemorrhage, menorrhagia, dysgeusia, anxiety, endometriosis, dysmenorrhoea, dyspareunia, pelvic pain, abdominal distension, headache, vulvovaginal pain, abdominal pain, back pain, hypersensitivity, bladder disorder, hormone level abnormal, migraine and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bladder disorder, bladder perforation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion details: on (B)(6) 2015 procedure partially completed. Unable to occlude right tube and on (B)(6) 2015 right ostia was easy to visualize and patent. On (B)(6) 2015: uterus with fluffy endometrium on right. Difficult visualization of the right ostia. Normal left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the device was in place, 3 months post essure implant. Imaging procedure - on (B)(6) 2015: results: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: impression: heterogeneous uterus raising the possibility of adenomyosis, enlargement of the right ovary without focal mass . Prominent left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received: new events - abdominal, intercourse), back pain, allergy: hypersensitivity, bladder/urinary problems: bladder problems, hormonal changes, migraine, headaches, weight gain were added. On 12-sep-2019: medical records received: reporter's information, medical history, lab data was added. Fu 3 and fu4 was processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and bladder perforation ('perforation (other) please describe and state the location of the perforation: bladder/migration of essure device location of device: bladder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), anxiety ("psychological or psychiatric problems condition: anxiety"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/pelvic pain"), abdominal distension ("bloating / gastrointestinal or digestive system condition type: bloating"), headache ("migraines / headaches: headaches") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2015- total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, bladder perforation, mood swings, vaginal haemorrhage, menorrhagia, dysgeusia, anxiety, endometriosis, dysmenorrhoea, dyspareunia, pelvic pain, abdominal distension, headache and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, anxiety, bladder perforation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, headache, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the device was in place, 3 months post essure implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2019: pfs received. Event injury nos was replaced by the new events: hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste in mouth, anxiety, reproductive system disorder or condition type of disorder or condition: endometriosis, migration of essure device location of device: bladder/perforation (other) please describe and state the location of the perforation: bladder, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, perforation (fallopian tube(s)), gastrointestinal or digestive system condition type: bloating¸ migraines / headaches: headaches, vaginal pain. Lab data was added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.